Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin was squirting out during priming and buttons were hard to press on the insulin pump. Customer's blood glucose value was unknown. Customer also stated that the insulin pump had rejected new battery, was louder during rewind, there was a rainbow effect on the screen, random no delivery alarms multiple times and crack on the top of the pump. Insulin pump will not be returned for analysis.